Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the aspirex that are cleared in the us. The pro code and 510 k number for the aspirex are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the catheter was returned for evaluation, and a physical investigation was performed on the catheter. During physical investigation a clogged catheter was received. The catheter had to be flushed due to heavy clogging. The test guidewire would not go through even after flushing. The catheter had to be cut opened to look inside the tube. The catheter was cut opened at 20 cm and the helix was found heavily clogged. A clear root cause could not be identified but a blockage of the catheter represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent thrombectomy and atherectomy procedure using a aspirex device. During the procedure the device allegedly had stopped aspirating. It was further reported that the catheter allegedly had pin holes on the shaft. Reportedly the catheter was removed, and the procedure was completed using another device. There was no reported patient injury.